Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Information has been requested. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
Revision surgery due to failed patella component was reported. No specifics provided at this time.